Manufacturer narrative:
The customer discovered a tube leaking liquid inside the reaction cells. A field service engineer (fse) replaced suction tubes of the washing station and checked the flow of washing needles and cuvettes on 18-sep-2021. The fse performed a verification check and qc check. All tests met acceptance criteria. There has been no further issue since.

Event description:
There was a complaint of questionable glucose and uric acid results for 1 patient tested with a cobas 8000 c702 module. The questionable results were not reported outside the laboratory. The patient¿s initial glucose result was 22 mg/dl; the repeat was 107 mg/dl. The patient¿s initial uric acid result was 0.8 mg/dl; the repeat was 4.8 mg/dl. The lot numbers and expiration dates of the glucose and uric acid used were requested, but not provided.